Event description:
It was reported that log files were sent for review. The log file captured low power hazard events on 05jan2025 and 06jan2025. These were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard events was confirmed. The submitted controller event log file contained data spanning 12 days (04jan2025 ¿ 15jan2025 per the timestamp). The log file captured low voltage hazard and no external power alarms on 05jan2025 from 20:59:26 to 20:59:30, on 06jan2025 from 2:15:17 to 2:15:21, and on 06jan2025 from 2:15:36 to 2:15:43 due to temporary losses of ac power while connected to the mobile power unit (mpu). The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. No product was returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.